Manufacturer narrative:
The lab eval confirmed a broken adapter bracket. Broken adapter bracket. Ross standard procedure includes attempting to obtain all required info from the source.

Event description:
The device eval identified a reportable event, cracked adapter bracket, unrelated to the original complaint which was non-reportable.